Event description:
This event reported as explant at implant due to insufficiency. There appeared to be impingement of the mitral valve apparatus in the mural leaflets. Patient returned to bypass, the valve replaced with 1 size smaller. The patient also required CABG x 1 due to the aortic root being septic, very friable & the coronary ostia were essentially destroyed. There was a discrete area of vegetation above the anterior leaflet of the mitral valve. No further information was provided.